Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not recognize the reservoir. Customer also indicated the basal cannot restart after it is stopped. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting also found that the pump does not deliver bolus correctly. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was called, and he stated that he received the loaner pump, and it was functioning fine. The customer stated that he will be going to the hospital for assistance with the programming of the replacement pump once it's received.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump recognized the test reservoir during the load reservoir process. The pump was programmed with 0.025 u/hr basal rate and was able to suspend and resume the basal delivery. The pump was programmed with multiple bolus deliveries and no unexpected bolus not delivered alerts were noted during testing. The test guardian 2 link with the glucose sensor simulator communicated properly to the pump. The pump was received with a scratched case, a pillowing keypad overlay, a broken belt clip rails and minor scratches on the lcd window.